Event description:
Boston scientific crm received information that this left ventricular lead dislodged. This was observed during a bi-ventricular cardiac implantible defibrillator upgrade procedure. The lead was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead has been returned and is currently in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
As of this report the lead has not been returned to boston scientific crm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual observation noted the lead was pulled apart in the tip region of the lead. At this location, the insulation was torn, inner and outer coils were stretched and some areas were showing fractured and melted surfaces. Resistance testing was then completed. Measurements through out this test were within normal limits. Laboratory analysis was unable to confirm the field allegation of dislodgement, however, revealed the coils were fractured and melted at the distal area of the lead tip. Technicians noted this damage likely occurred at explant.